Event description:
This event was identified by beckman coulter, inc. Personnel. During testing for carryover, the drain port of the nrbc (nucleated red blood cell) mixing chamber became clogged and overflowed. Erroneous high test results for nrbc were generated. This event occurred during testing conducted at beckman coulter, inc. However, the nrbc mixing chamber is the same for analyzers in the customer's laboratory. There were no patient samples involved in this event. Operators were wearing appropriate personal protective equipment at the time of the event. There was no exposure to mucous membranes or open wounds. There were no reports of death, serious injury, or affect to operator safety associated with this event.

Manufacturer narrative:
During the investigation of this event, an operator found small pieces of rubber stopper from the specimen tubes in the nrbc chamber. The cause of the erroneous high nrbc results due to carryover, was the presence of rubber particles in the nrbc chamber. The cause of the nrbc chamber leak was due to the plug in the drain port of the chamber. Similar events have been reported by customers, additional investigation is in progress. (B)(4).

Manufacturer narrative:
Originally these sections were blank. Since the date of the original report a customer notification was issued by beckman coulter inc. Alerting all customers with this instrument to the issue and necessary actions. A beckman coulter correction tracking number was provided to identify this action. Beckman coulter corrective actions to resolve the root cause of this issue are underway.